Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26. H10 : d4 (expiration date: 11/2026) h10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other) no. Device possibly involved in injury: no. Device available for examination: no. Complaint: valve leakage, suspected empyema. Patient has had bilateral pleurx pleura since (B)(6) 2024. Nursing service performs drainage once a week. Due to fever and suspected empyema, the patient was admitted to the hospital over the weekend of 1 march. During the drainage on (B)(6) 2025 the nursing staff noticed that pleural effusion was dripping from the left catheter valve. They informed the other nurses that they should contact ewimed on monday, 3 march. (B)(6) 2025 4 pm: an ewimed employee instructs the nursing staff by telephone how to disconnect and reconnect the catheter valve. On (B)(6) 2025 at 2 pm an ewimed employee is at the hospital. The valve is actually leaking, the valve is changed and drained. The catheter valve is with an ewimed employee; suspected empyema; valve not yet sent in. Additional information: description of the problem (what/why): valve leaking how many times did the defect occur: once medical intervention (other than first aid): no. Needlestick/probe stick: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved/additional information: valve change photo/samples available: yes. Safety valve broken/damaged/pinched off: yes. Safety clamp open if valve broken/damaged/pinched off: no. Safety valve nozzle broken/damaged: no. Locking tab broken/damaged: no. Leakage: yes. Successful drainage: yes. Patient impact: no effect on patient blood/body fluid exposure: no. Treatment modified as a result of the event: no. Device attached (pleurx/peritx/trademark) 50-7050. Procedure performed by: ewimed employee. Procedure performed in: hospital. Replacement requested: no. Credit requested: yes. Letter of closure required yes. Additional information: error description: error location: valve. Error type: leaking.

Manufacturer narrative:
H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number: 0001512819 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record was reviewed. There were no deviations or damage reported. We are unable to confirm the reported failures of leaking, damage/broken or identify any issues that would have resulted in these reported failures. As a result, a root cause could not be determined. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other) no. Device possibly involved in injury: no. Device available for examination: no. Complaint: valve leakage, suspected empyema. Patient has had bilateral pleurx pleura since on (B)(6) 2024. Nursing service performs drainage once a week. Due to fever and suspected empyema, the patient was admitted to the hospital over the weekend on (B)(6). During the drainage on saturday, on (B)(6) 2025, the nursing staff noticed that pleural effusion was dripping from the left catheter valve. They informed the other nurses that they should contact ewimed on monday, on (B)(6). On (B)(6) 2025 4 pm: an ewimed employee instructs the nursing staff by telephone how to disconnect and reconnect the catheter valve. On (B)(6) 2025 at 2 pm an ewimed employee is at the hospital. The valve is actually leaking, the valve is changed and drained. The catheter valve is with an ewimed employee; suspected empyema; valve not yet sent in. Additional information: description of the problem (what/why): valve leaking, how many times did the defect occur: once, medical intervention (other than first aid): no, needlestick/probe stick: no, other measures taken: no, safety issue: no, problem resolved: yes, how the problem was solved/additional information: valve change photo/samples available: yes, safety valve broken/damaged/disconnected: yes, safety clamp open if valve broken/damaged/pinched off: no, safety valve nozzle broken/damaged: no, locking tab broken/damaged: no, leakage: yes, successful drainage: yes, patient impact: no effect on patient blood/body fluid exposure: no, treatment modified as a result of the event: no, device attached (pleurx/peritx/trademark) 50-7050, procedure performed by: ewimed employee, procedure performed in: hospital, replacement requested: no, credit requested: yes, letter of closure required yes. Additional information: error description: error location: valve, error type: leaking.